Event description:
It was alleged that a nurse had lost their balance and tried to use the stretcher as a brace to stabilize their self from falling. It was not reported if the brakes were set on the stretcher. It was alleged that the nurse saw an in house physical doctor and was put on light lifting duties for approximately a week.

Manufacturer narrative:
The nurse involved in the event was unable to confirm if the brakes were set on the device at the time of this event.

Event description:
It was alleged that a nurse had lost their balance and tried to use the stretcher as a brace to stabilize their self from falling. It was not reported if the brakes were set on the stretcher. It was alleged that the nurse saw an in house physical doctor and was put on light lifting duties for approximately a week.